Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a feeding pump. The customer stated the pump sparked. The cord fits loosely and does not stay connected.

Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.